Event description:
Reporter alleged obtaining the results of 3.7 mmol/l and 28.6 mmol/l back to back within 10 minutes on the aviva system. Reporter took glucose before the results and also in between obtaining them. Reporter obtained another result of 8.1 mmol/l within 10 minutes of the 28.6 mmol/l result on the same aviva system. Reporter obtained one more result of 28.4 mmol/l within 10 minutes of the 8.1 mmol/l result on the same aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6).